Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 01-may-2018. Device evaluation: the device has been returned and evaluated by product analysis on 23-apr-2018 with the following findings: a review of the alarm history showed multiple call service 052 slave communication alarms. The battery compartment and cap were undamaged and able to fit securely. The ez-prime steps were performed correctly. No call service 052 alarms occurred during the investigation. The reported call service 052 complaint was unable to be duplicated during the investigation. Pump¿s cover was removed to find no intermittent conditions to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.